Event description:
Coiling treatment was conducted of a vessel. Upon positioning the coil, it prematurely detached within the catheter. The coil and catheter were removed together. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the implant coil and delivery pusher were returned. The coil and pusher reveal evidence of stretching, coil detachment is confirmed. (B)(4).